Event description:
It was reported by service report that the push handle was broken with sharp edges exposed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Push handle.